Event description:
Adverse event occurs outside us. A 62-year-old, female patient, was diagnosed with colorectal cancer at the end of 2022. In (B)(6) 2023 the patient underwent a total mesorectal excision (tme) followed by radiation therapy up to 6 times. In parallel to the tme surgery, a doble loop ileostoma was created to heal the wound. On (B)(6) 2023 a remaining colon was joined to the anus. Lars issues followed. On (B)(6) 2023 the female patient was prescribed and trained by her healthcare professional to use a trans anal irrigation (tai) with a cone catheter (a catheter without a balloon), despite the tai device being contraindicated for patients with colorectal cancer according to the manufacturer instructions for use. In (B)(6) 2024 a colonoscopy examination was performed where the surgeon noticed a smooth anastomose. In (B)(6) 2024 the patient asked her surgeon to replace the cone catheter with a balloon catheter since she has difficulty holding the cone catheter during irrigation. The surgeon agreed and a small balloon catheter replaced the cone catheter. On the morning of (B)(6), the patient started normal irrigation by inserting the catheter into her rectum. Suddenly before she inflated the balloon, she discovered something was wrong and the catheter was covered by blood. The patient immediately stopped the procedure and went to the hospital by herself where the doctor found a perforation a bit higher (about 2-3 cm from the anus) than the anastomoses. The same day the patient was operated on for a new temporary stoma. By the date of this incident, the patient has started to recover and a decision for a permanent stoma is still pending.

Manufacturer narrative:
The manufacturer's instructions for use contraindicate the product to be used by patients with colorectal cancer. According to the complaint, in (B)(6) 2024 a colonoscopy examination was performed where the surgeon noticed a smooth anastomose and this may have contributed to the bowel perforation. Investigation of the used device or review of batch documentation was not possible since the device lot number nor the used device was returned to the manufacturer for evaluation. Should additional facts prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.